Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log but was unable to reproduce the issue due to the bent sample nozzle. The fse replaced the sample nozzle to resolve the issue and adjusted the impasse value within specification. Sample nozzle alignment was performed and impasse test passed within specification. Instrument validation was performed by processing quality control (qc). Qc results passed and within the published ranges. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03dec2018 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [sc] nozzle clogged. Dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. If this problem occurs frequently, contact the service department. The probable cause of the issue is attributed to bent sample nozzle.

Event description:
A customer reported receiving sc (nozzle clog) flags while operating on the aia-360 analyzer. The customer checked the analyzer and noted a bent sample nozzle. Field service was notified. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.